Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this system exhibited high thresholds, noise and oversensing which resulted in pacing inhibition on the atrial channel. Additionally, pacing impedance measurements were noted to be less than 200 ohms with the pacing system analyzer (psa). A revision procedure was performed and the atrial lead and device were removed from service and replaced. No additional adverse patient effects were reported.